Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and is beyond end of life (eol). Also, this device cannot be interrogated and no audible to tones with a magnet. This s-ICD remains in service. No adverse patient effects were reported.